Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged device has a burning smell (smells like a cigarette), it was affecting his senses, nose irritation, burning or smoke or electrical odor, nasal or throat irritation, soreness. There was no report of serious or permanent harm or injury. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation manufacturer observed from an external and internal inspection unit has white foam in the blower box, dust-like contamination at the air inlet of the blower box. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error code. The manufacturer applied power to the device and verified airflow. The manufacturer was not able to confirm the complaint or address the symptoms specified.